Event description:
It was reported that during a low anterior resection the device did not staple on the patient side. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.